Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, approximately seven (7) years and ten (10) months post-implant of a 26 mm sapien xt in a pre-existing edwards surgical valve in aortic position, the patient experienced exertional dyspnea. An echocardiogram revealed a normal left ventricle with a mean gradient of 17 mmhg, and moderate to severe central aortic regurgitation, with a suspected leaflet tear of the sapien xt valve and blood cultures were negative. A valve-in-valve procedure was performed using a 23 mm sapien 3 ultra resilia valve with an additional 2cc. The patient was discharged.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of medical records or imagery. The presence of a manufacturing non-conformance was unable to be determined. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately seven (7) years and ten (10) months after the procedure, the patient experienced exertional dyspnea. An echocardiogram revealed a normal left ventricle, a mean gradient of 17 mmhg, and moderate to severe central aortic regurgitation, with a suspected leaflet tear of the sapien xt valve. Blood cultures were negative. Consequently, a valve-in-valve procedure was performed using a 23mm sapien 3 ultra resilia valve with an additional 2cc. The patient was discharged.'' During the manufacturing process, all sapien xt valves were 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.